Manufacturer narrative:
No consequences or impact to patient. Kink. Other, twisted tip. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.

Event description:
Note: date of the event and procedure date are unknown. Note: this report pertains to one of six events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-06029, 3005099803-2008-06030, 3005099803-2008-06031, 3005099803-2008-06032, and 3005099803-2008-06035 for a description of the other event. It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during a sphincterotomy procedure (patient gender, age and weight are unknown). According to the complainant, the distal tip of several devices were kinked and twisted at unpacking and during use. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal".